Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-2218-50, serial #: (B)(4), description: model #: sc-4316 lot #: 15598654 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient's incision site had opened after a revision procedure (MFR report #: 3006630150-2015-01853). It was believed that the patient had a seroma, and the incision site did not heal. The patient underwent an emergency explant procedure.